Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120162 pta balloon dilatation catheter allegedly experienced deflation problem, detachment and retraction issue. This report was received from one source. This malfunction involved one patient with no patient consequences. The 90 year old male patient weight was not provided.

Manufacturer narrative:
H10: the complaint was reassessed for reportability and determined to be reportable as a serious injury is reported under emdr number 2020394-2020-06418. H10: as the lot number for the device was provided, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for the reported detachment and retraction issue; however, the investigation is inconclusive for the reported deflation issue. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg120162 pta balloon dilatation catheter allegedly experienced deflation problem. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.